Manufacturer narrative:
Supplemental report 01 - MDR (B)(4)- MDR 3003442380-2025-03263. Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction leakage from infusion site (specific cause not identified). The batch 6005167 in question was manufactured at the reynosa site. Complaint investigation: visual test according to work instruction (wi) version 3 on reference samples, reference samples passed the test. Functional (flow test) test according to wi version 2 on reference samples, reference samples passed the test. Functional (leak test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6005167 was manufactured according to the wi version 110 manufactured in the line inset 3, on 27/jan/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 16/may/2025 against malfunction code leakage from infusion site (specific cause not identified) and lot 6005167 and no other complaints have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 7.

Event description:
Reference number (B)(4). Event occurred in the united states. Iit was reported that patient faced infusion set leakage event on (B)(6) 2025, (B)(6) 2025, (B)(6) 2025 (B)(6) 2025. The infusion set was in use for 6 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.